Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery tube. The battery cap contact was corroded and they were unable to verify for operating currents including low battery and off no power alarm due to the blank display. The pump was received with a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, and a broken battery cap.

Event description:
The customer reported via phone call that the battery life of the pump has been decreasing faster than normal. Customer stated that the display has not appeared. Customer's blood glucose was 129 mg/dl. Customer stated that the battery cap has a crack. Troubleshooting was performed and the display did not return. Customer was advised to monitor their blood glucose. Customer called back and stated that after waiting 2 hours, the screen did not come on. Customer left the battery out for an extra hour and the pump did not come back on. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.